Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device broke on left side during implantation / risk of perforation / left coil broken"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. C51069) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's disease, fibromyalgia, migraine, asthma, depression and anxiety. Previously administered products included for an unreported indication: mirena from (B)(6) 2006 to (B)(6) 2011, mirena from (B)(6) 2011 to (B)(6) 2012 and nexplanon. Concomitant products included lorazepam (ativan), oxycodone, vitamin d nos (vitamin d) and vortioxetine hydrobromide (brintellix). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy and unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage had resolved and the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff had reported that essure confirmation test not performed. As it is mentioned that device implanted on (B)(6) 2015 and explanted on (B)(6) 2015 hence the event essure confirmation test not performed was not captured. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2015. In current follow up reported as: (B)(6) 2015. Most recent follow-up information incorporated above includes: on 5-feb-2019: events- "device broke on left side during implantation / risk of perforation / left coil broken, she did not underwent essure confirmation test", reporter, lot number, concomitant drug, historical drug, medical history added from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device broke on left side during implantation / risk of perforation / left coil broken"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. C51069) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's disease, fibromyalgia, migraine, asthma, depression and anxiety. Previously administered products included for an unreported indication: mirena from (B)(6) 2006 to (B)(6) 2011, mirena from (B)(6) 2011 to (B)(6) 2012 and nexplanon. Concomitant products included lorazepam (ativan), oxycodone, vitamin d nos (vitamin d) and vortioxetine hydrobromide (brintellix). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy and unilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage had resolved and the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff had reported that essure confirmation test not performed. As it is mentioned that device implanted on (B)(6) 2015 and explanted on (B)(6) 2015 hence the event essure confirmation test not performed was not captured. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2015 in current follow up reported as: (B)(6) 2015 lot number: c51069 manufacture date: 2014-04-22 , expiration date: 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device broke on left side during implantation / risk of perforation / left coil broken'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 34-year-old female patient who had essure (batch no. C51069) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's disease, fibromyalgia, migraine, asthma, depression and anxiety. Previously administered products included for an unreported indication: mirena from 2006 to 2011, mirena from 2011 to 2012 and nexplanon. Concomitant products included cetirizine hydrochloride (zyrtec), ketorolac tromethamine (toradol), levothyroxine sodium (levoxyl), lorazepam (ativan), oxycodone, oxycodone hydrochloride;paracetamol (percocet), vitamin d nos (vitamin d) and vortioxetine hydrobromide (brintellix). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, abdominal pain and vulvovaginal pain had resolved and the genital haemorrhage, abdominal pain lower and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: plaintiff had reported that essure confirmation test not performed. As it is mentioned that device implanted on (B)(6) 2015 and explanted on (B)(6) 2015, hence the event essure confirmation test not performed was not captured. Discrepancy noted in insertion date. Previously reported as: (B)(6) 2015, in current follow up reported as: (B)(6) 2015. Lot number: c51069 manufacture date: 2014-04-22 , expiration date: 2017-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received : new event, "dysmenorrhea (cramping)" was added. Outcome of events, "pelvic pain, abdominal pain, vaginal pain were changed to "recovered/resolved". Concomitant medications were added. Onset date of event was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.